Manufacturer narrative:
Analysis summary: corrosion was found on lower case, bulkhead, power supply and link electronic module printed circuit board. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.